Manufacturer narrative:
(B)(4). Date sent: 1/28/2022.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022. Additional information received: surgeon asked: do we know the occurrence percent (referring to discontinuous devices)? And occurrence as it relates to time out from surgery? Has MRI been identified as a factor or if anything else has been identified as contributing to an occurrence? What is being done to ensure this does not continue to happen? Answered: as a company we are still within the risk limits and continue to monitor on a monthly basis.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022. Additional information received: dr. (B)(6) has asked some additional questions that needed to be addressed. The additional questions are below: do we know the occurrence percent (referring to discontinuous devices)? And occurrence as it relates to time out from surgery? Has MRI been identified as a factor or if anything else has been identified as contributing to an occurrence? What is being done to ensure this does not continue to happen? (B)(6) was able to do some research and walked us through the research results that answered dr. (B)(6) questions. (B)(4). As far as MRI linked to discontinuity, there is no indication that MRI conducted within the approved conditions can contribute to device discontinuity. We have not conducted testing of unapproved MRI¿s and cannot speculate on any potential impact they might have.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 23860 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. The device analysis was as follows: a 17-bead linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case through-hole at the separation was measured which was greater than the specification. The male bead case through-hole was slightly nonconcentric with a small amount of material displacement at the outer edge of the through-hole. The overall appearance of the surface of the male bead case didn't exhibit gross loss of shape. The exposed weld ball diameter was measured and was found within specification. A divot was observed on the weld ball which is a typical feature and is a result of the weld ball forming process. The interference between the male bead case through-hole and the exposed weld ball diameters was 0.0002".

Manufacturer narrative:
(B)(4). Date sent: 1/6/2022. Additional information received: the device was explanted on (B)(6) 2021. Implant date was on (B)(6) 2018. Not on (B)(6) 2018. They wanted to replace with another linx but was not successful with a 17 because it was too tight. Patient needed a larger size. Partial nissen fundoplication was completed. Photo analysis: medical safety officer reviewed a photograph image of the linx device referred to in the complaint. The photograph image showed a discontinuous clasp linx device. There was evidence of pull through of the connection wire from bead case, the beads were separated and the linkage wire was intact, all consistent with a discontinuous device.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Exact date unknown; assumed the implant date was the 1st day of the month. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the exact date of implant? Is there an explant date scheduled? If yes, when the is the exact date scheduled? Besides gerd symptoms was there any other symptoms that lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = no further information available at this time. The surgeon will inform us as data comes back if the patient will need to have the device removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient had a linx device implanted in (B)(6) 2018. They came into the hospital with gerd symptoms and upon a chest x-ray, patient has discontinuous device on x-ray.